Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual inspection noted two (2) photo sample. The first photo sample showcases a nick on the edge of the isc. The second photo sample showcases isc in closed packaging. Based on the photo samples received, the product does not meet specifications. The potential root cause could be mandrels touching each other within the pallet. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the 1 intermittent catheter in box had a defect at the tip of it, so patient did not use the intermittent catheter. Per follow up via phone (B)(6) 2023, the end had a protruding tip. The lot number was jugz20901. The defect was noticed before use. There was also two in another shipment with reference number 53614g and lot jugw0050. Customers advised they would forward pictures of the most recent incident.